Event description:
Prior to an implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. The device was not used, a different device was implanted. The patient was stable.

Manufacturer narrative:
The reported event of interrogation anomaly was confirmed. Upon receipt, the device was unable to communicate with the programmer due to a prematurely depleted battery. The premature battery depletion was caused by high current in the hybrid. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the high current could not be conclusively determined.